Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic gastrectomy, the doctor tried to use sulu with idrive. Even though sulu properly loaded with idrive but it is not fully closed so he could not use sulu

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4)